Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a sling placement procedure. (B) (6). According to the complainant, after the procedure, the patient presented with mesh exposure. A small piece of mesh was exposed at the entry site on the patient's right side. The physician cut the mesh. There were no other patient complications and the patient's current condition was reported to be "fine".